Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent MRI powerport isp port placement procedure via right internal jugular vein. During procedure it was reported that the guidewire could not pass through the introducer needle. Furthermore, the guidewire is stretched and noted to be bent. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent MRI powerport isp port placement procedure via right internal jugular vein. During procedure it was reported that the guidewire could not pass through the introducer needle. Furthermore, the guidewire is stretched and noted to be bent. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos were provided for review and two guidewires loaded in guidewire hoops were returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. The guidewire appeared to be bent. A kink was noted on the distal portion of the guidewire. What appeared to be a core wire, was noted to be protruding the kinked area of the guidewire. The termination of the round core wire was observed to be granular. No other anomalies were noted to complaint sample. Deformation was noted in photo review. Therefore, the investigation is confirmed for the reported deformation issues and identified unraveled issues. However, it is inconclusive for the reported failure to advance issues as the functional testing was not performed due to the damage, and the investigation is unconfirmed for reported stretched issues as no stretching was noted from the sample analysis. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.